Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid 15 mg/ml at 2.272 mg/day via an implanted pump. It was reported the patient¿s pain pump therapy was not as effective and the patient had weakness in both legs and some bowel issues, but it was noted the patient also had a colostomy. These issues began six months to a year ago. An MRI was done and on the date of this report, a catheter dye study was done and that was how they determined it was an inflammatory mass (im). The rep was inquiring about next steps. It was noted the doctor would place saline in the reservoir and let that infuse so hopefully that would shrink or dissolve the im. It was also reported in about 7 months the pump and more than likely the catheter would be replaced as the pump end of service (eos) was (B)(6) 2020. The event date was (B)(6) 2019 (year valid). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the physician. The patient's weight was provided as approximately (B)(6).